Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 25 mg/dl. The customer stated that he had 3 events where he lost conscious and had the emergency paramedics come out to his home. The customer stated that he felt dizzy and sat down. The customer stated that he was sleepy and passed out. The customer stated that he woke up with the paramedic treating him. The customer was advised to monitor his blood glucose reading and treat as needed.